Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ sabouraud dextrose agar (deep fill) mold was found in the media. The following information was provided by the initial reporter: mold was found in the media before opening the sleeve.

Event description:
It was reported that bd bbl¿ sabouraud dextrose agar (deep fill) mold was found in the media. The following information was provided by the initial reporter: mold was found in the media before opening the sleeve.

Manufacturer narrative:
H.6 investigation summary: 251180 #(B)(4) we could confirm this issue as a report from returned sample. This issue was contamination. Complaint history was reviewed, and no other complaint has been taken on this lot. At this time. Did not indicate any discrepancies. All release testing was satisfactory and no deviations were observed. It includes bioburden testing. A visual inspection was performed on 20 retention samples of this lot. As a result, no defect was observed. The root cause for this could not be determined. We will continue to monitor this issue. H3 other text : see h.10